Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was above 600 mg/dl. Customer was treated with insulin pump for high blood glucose. Customer did not report any symptoms related to the high blood glucose level. The customer reported that infusion set was detached at quick release. Customer reported that the infusion set tubing came apart. The insulin pump will not be returned for analysis.